Event description:
It was reported that during a regular follow up visit, the coil impedance was higher than 200 ohms therefore a lead fracture was considered. The lead was not explanted; however, a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.